Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: the balloon ruptured in patient when inflated with 25mls. Another blunt tip trocar was used without further incident. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. No patient injury was reported. No additional information was available.